Manufacturer narrative:
Device is a combination product. Device evaluate by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device through the guide catheter, resistance was met. The device was removed and the edge of the mounted stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damage on the distal side with struts distorted and stretched over the distal markerband. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found the hypotube kinked at 19.3cm distal to the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found no issues with their profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent damage occurred. A 38 x 3.00 promus premier¿ drug eluting stent was selected for use to treat the lesion. However, while advancing the device through the guide catheter, resistance was met. The device was removed and the edge of the mounted stent was found to be lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.